Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was unknown mg/dl. The customer stated that he went to the beach and received an alarm. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
The insulin pump received with no button response due to corroded keypad traces. No button error alarm during testing. The insulin pump was unable to confirm alarm due to keypad unresponsive. The insulin pump received with moisture damage on electronics assembly, corroded motor home switch, cracked reservoir tube lip, and minor scratches on display window noted.